Event description:
It was reported that the patient's blood glucose level rose to 29.2 mmol/l (525.6 mg/dl) while wearing the pod between 37 and 48 hours. The adhesive remained properly attached to the skin at the infusion site (leg); however, the cannula became dislodged, resulting in insulin leakage. The patient also reported the presence of ketones. As treatment, the patient consulted a medical professional by phone and was advised to remove the pod and manually inject insulin to reduce blood glucose levels. The patient has since resumed treatment with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.